Event description:
Additional information was received indicating that the impella device was explanted.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient implanted with an impella cp experienced higher than expected lv waveform and decreased flow. The pump was confirmed to be in proper position. The p level of the pump was reduced to resolve the issue. No patient harm was reported.

Manufacturer narrative:
B5: added information regarding device return status.

Event description:
The patient survived explant.

Manufacturer narrative:
Additional information has been provided in d3. High or saturated pump flow: due to a lack of product returned or data logs, the cause of the high or saturated pump flow cannot be established.